Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarm that was resolved by a complete set change including the reservoir. The customer's mother also reported that the insulin pump had a black screen. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they were unable to bring the insulin pump back to normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the excessive no delivery alarm and display anomaly due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.